Event description:
It was reported that the implantable cardiac monitor (icm) was at end of life (eol) and was unable to be interrogated. The device was explanted and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).